Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 15:16:15. During day drain cycle one, the patient's ultrafiltration reading was 1882ml, indicating the home patient (hp) drained 1582ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected at initial drain and the initial drain alarm was met. Should additional relevant information become available, a supplemental report will be submitted.